Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate eight shocks due to an episode of atrial driven arrhythmia with rapid ventricular response and resulting in a therapy exhaustion. Device remains in service. No adverse patient effects were reported.